Event description:
A user facility biomedical technician reported low positive transmembrane pressure (tmp) alarm problems in dialysis mode. According to a facility registered nurse, a pediatric patient was receiving hemodialysis treatment when the blood pump stopped working and the patient was unable to continue treatment on the machine. The nurse was unable to recall which patient had completed hemodialysis treatment at the time of occurrence. The patient was disconnected from the machine and the blood was not returned. There was minor blood loss as a result. The patient was asymptomatic and did not experienced any complications or require medical intervention. The patient was connected to another machine and successfully completed treatment without issue.

Manufacturer narrative:
There is no indication that there was any serious injury to the patient. Due to a malfunction of the machine, a malfunction MDR will be filed. A plant investigation is in progress and a supplemental report will be submitted upon completion.